Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: ¿band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal.¿

Event description:
Doctor reported event of ¿band slipping¿ from journal article: ¿complications and outcome after laparoscopic bariatric surgery: lagb versus lrygb¿, langenbecks arch surg, doi 10.1007/s00423-012-0945-5. This medwatch represents the 6 pts listed in table 3 of the article who were diagnosed with ¿band slipping¿.